Event description:
It was reported there was a loss of therapeutic effect and the device was showing an end of service (eos) message. Impedances were measured and a short was detected on the active electrodes. The short was between electrodes 0 and 2, which gave an impedance reading of 37 ohms. The device was programmed to electrode 0 and 1 to avoid the short, but the battery depleted in 3 months. It was also noted that the amplitude was programmed to 8 volts. The battery was replaced. For information regarding events after the replacement, refer to MFR report # 3004209178-2012-00529.

Manufacturer narrative:
Concomitant medical products - lead model 3391s-40 lot #v395403 implanted: (B)(6) 2011; extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2011; ipg model 37603 (B)(4) implanted: (B)(6) 2011; lead model 3391s-40 lot #v259776 implanted: (B)(4) 2011; extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding this event was reported in literature: rezai, a.r., sederberg, p.b., bogner, j., nielson, d.m., zhang, j., mysie, w.j., knopp, m.v., corrigan, j.d. Improved function after deep brain stimulation for chronic, severe traumatic brain injury. Neurosurgery. 2016. 79:2(204-211). Doi: 10.1227/neu.0000000000001190. Summary: to investigate the safety and potential effectiveness of deep brain stimulation (dbs) for individuals with chronic, disabling traumatic brain injury (tbi) and problems of behavioral and emotional self-regulation. Reported event: it was reported in the literature article that a severe traumatic brain injury patient who was implanted with bilateral deep brain stimulation (dbs) leads in the nucleus accumbens and anterior limb of the internal capsule experienced a short circuit in one contact. The issue required compensatory settings to optimize the location of the stimulation, which in turn reportedly ¿caused accelerated battery drain.¿ the patient¿s implantable neurostimulator (ins) was replaced with a rechargeable ins as a result of the event. It was noted that the short circuit did not impede the patient¿s stimulation. Additional information was received from the author of the article on 2017-jan-18, reporting that the patient first experienced the event on (B)(6) 2012. At a regularly scheduled clinic visit, a health care provider (hcp) noted that the right side battery was drained. The patient and family noted no adverse effects. On (B)(6) 2012, a chest and skull x-ray was ordered, showing hardware was still intact ¿indicating a short circuit.¿ the patient was then scheduled for a right side battery/extension replacement on (B)(6) 2012, which revealed a short circuit in the 0-2 bipolar contact. Surgery was successful and the patient was deemed stable and discharged on the same day. The explanted ins was properly destroyed and discarded. The event was considered resolved on (B)(6) 2012. There was conflicting information as previous reports indicated that the patient experienced a loss of therapeutic effect, but it was later reported that the patient noted no adverse effects. This literature event was previously reported in manufacturing report # 3007566237-2016-03488. Going forward, any additional information received regarding this event will be reported under manufacturing report #3004209178-2012-00532.

Event description:
Additional information. The battery depleted quickly because of the short between electrodes 0 and 2.

Manufacturer narrative:
(B)(4).